Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness due to hypoglycemia and suffered from a seizure, biting her tongue as a result. The patient's partner was present at the time of the incident and responded by calling for an ambulance. Paramedics arrived on site and transported the patient to the hospital. While in the ambulance, paramedics measured the patient's blood glucose meter value which read 52 mg/dl. The blood glucose value of 52 mg/dl was confirmed by a second measurement. The patient's dexcom cgm, on the other hand, was displaying 200 mg/dl in comparison. The patient was treated with intravenous glucagon and was released from the hospital after three days. She was in stable condition at the time of the report. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.